Event description:
Medtronic synergy stimulator leads were fractured and cracked. They were causing shocking, burning, battery disruption. Small lead was replaced in 2007. Main lead into spinal column was replaced three months later. Since this time I have had constant headaches, severe migraines, blurred vision, and had to be on blood thinner for well over a year. FDA recalled the leads due to this problem, but what about the leads to the spinal chord stimulators? You know why the FDA knows nothing about all the fractures to these leads? Because, medtronic didn't send in the adverse reports to the FDA like they are supposed to. I have searched your database and not one of my adverse reports have been turned in. I have more than these 2. These leads must be made of the same material yet, you the FDA look the other way. Why? I have tried to get answers and help from so many, yet I am no further than I was over a year ago, yet my health is no better! Dose: na. Frequency: na. Dates of use: 2000 - 2007. Diagnosis: reflex sympathetic dystrophy syndrome.